Event description:
Customer reported set was found leaking no specific patient or event details available. No report of patient harm or medical intervention. Although requested, no further patient or event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause for the leak because the set was not returned and has been discarded by the customer. The root cause of the leak was not identified.